Manufacturer narrative:
A software analysis was initiated. Analysis determined that the issue was caused by the sites network. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that the ae titles were not changes as it was found that the port had been turned off and the site has been a different port and receiving exams. Site had another person working on the port site want to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that after replacing the bulkhead for a previous event, the issue persisted and the system was not showing any exams that were pushed to it.